Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a stealth360 peripheral orbital atherectomy device (oad) was used to treat a moderate to severely calcified lesion in the superficial femoral artery (sfa). A 2.0 mm solid crown was used. Three low speed, four medium speed and two high speed treatments were performed. A change in pitch sound was observed during modification of plaque (during sanding) which was considered normal for the type of procedure. After the atherectomy, a small embolization of a smaller vessel near the trunk after the popliteal to fibular/tibial was observed. The calcified fragment of the calcium plaque migrated to the distal part. It was noted that the fracture of calcium plaque occurred due the calcium structure (morphology and structure of calcium plaque) and was not related to the device. Actilyse medication was administered to minimize the impact of the embolization. The procedure was completed, and the patient was under observation due the fragment of calcium plaque which migrated that was noticed after atherectomy procedure. It was noted that the patient was stable.

Event description:
It was reported that a stealth360 peripheral orbital atherectomy device (oad) was used to treat a moderate to severely calcified lesion in the superficial femoral artery (sfa). A 2.0 mm solid crown was used. Three low speed, four medium speed and two high speed treatments were performed. A change in pitch sound was observed during modification of plaque (during sanding) which was considered normal for the type of procedure. After the atherectomy, a small embolization of a smaller vessel near the trunk after the popliteal to fibular/tibial was observed. The calcified fragment of the calcium plaque migrated to the distal part. It was noted that the fracture of calcium plaque occurred due the calcium structure (morphology and structure of calcium plaque) and was not related to the device. Actilyse medication was administered to minimize the impact of the embolization. The procedure was completed, and the patient was under observation due the fragment of calcium plaque which migrated that was noticed after atherectomy procedure. It was noted that the patient was stable.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient embolism, hospitalization, and medication required appear to be related to operational context. In this case it is possible that the reported patient embolism, hospitalization, and medication required are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11.